Event description:
Baxter canada reports heater bag inflated with air in dwell 2 of automated peritoneal dialysis treatment. Fluid was noted leaking from door area of homechoice machine. Treatment was discontinued and home patient noted wetness around door and membrane. Home patient's floor was also wet. Canadian affiliate reports no patient injury or medical intervention.